Event description:
It was reported that an occlusion alarm occurred.  There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to a back up pump for insulin therapy.